Event description:
It was reported that the procedure was to treat a basilar artery. The lesion was pre-dilated with a 2.75 x 10mm Sapphire II PRO balloon. The 3.50 x 15mm Xience Skypoint drug-eluting stent was implanted when suspected hyper fusion syndrome occurred. Post dilatation was not performed, and it was noted that hemostasis was achieved with a ProStyle device. Subsequently, the patient was transferred to the intensive care unit for observation when left hand immobility, and right pupil dilation and right sided blindness were noted. A code blue was called, and it was determined that the patient was experiencing a right sided cerebral hemorrhage. The patient was stabilized and another code blue was called. Medication was provided and the patient transferred to another center for potential further intervention. Following the patient's transfer to another facility, no additional information from that facility is available. It was subsequently noted on (b)(6) 2026 that the patient died on (b)(6) 2026. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.C3: 1 per year was entered; however, the frequency is 1 dose per implant.H6: Medical Device Problem Code: 1494 - Incorrect Anatomy.